Event description:
It was reported that the patient was in the hospital the week prior to the initial report and that she was ¿close to her refill date¿ but no alarms had sounded on her device. While in the hospital she had been throwing up blood and healthcare provider (hcp) said they had run blood tests and the patient had no opioids in her system. The patient was diagnosed with acute esophagitis in the hospital, which was diagnosed when ¿they did camera down throat.¿ the patient was transferred to another hospital to have the device filled. ¿they¿ had to give her a morphine shot so she wouldn¿t go into withdrawal; the dose and route were not specified. It was also noted that since the refill the patient had not felt better, she couldn¿t move, hurt so bad, was throwing up, shaking, and withdrawing. It was also noted that the patient was not getting her ptm (personal therapy manager) shots either. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).